Manufacturer narrative:
(B)(4). Analysis of the pump found high resistance of the battery.

Event description:
End of pump life occurred, the device was explanted as the battery was depleted and returned. It was noted a rotor study and dye study had been performed both with normal results. The pump was replaced, there was no patient injury and the patient had recovered without sequelae.